Manufacturer narrative:
The end user rebooted the unit to resolve the issue. There was no ge healthcare repair. Block a: customer contact reports no patient information is available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The unit was rebooted and case completed. There was no patient injury.